Event description:
It was reported that medical device that had been cleaned in a cu product contained residual gluteraldehyde. There was no adverse pt outcome.

Manufacturer narrative:
Upon investigation, it was determined that the user did not inspect the tubing for wear and was improperly removing the adapter from the scope. To eliminate the risk presented by this potential failure, cu retrained the facility's staff on the proper procedures for device use and performed the necessary maintenance to return the device to specs.